Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the user interface module of their avea ventilator is blank when switched on. The led's go on but the screen remains blank. There is no patient involvement associated with this event.